Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER). Upon review, it was noted that this s-ICD system delivered an inappropriate electric shock due to oversensing and noise. Low amplitude was also noted. Isometric testing was performed and the noise was unable to reproduce. Further isometric testing and a chest x-ray were recommended to rule out lead integrity. The representative reprogrammed to pri and discharged the patient. Then, a revision procedure was performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.